Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine in-clinic follow-up, high capture threshold and high pacing impedance were observed. The device was reprogrammed. The non-pacemaker dependent patient was stable and will continue to be monitored.